Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 could not be opened because of an obstruction caused by the medication box located behind the drawer. The field service engineer cleared the large pieces of medication box fallen behind the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the matrix drawer failed to open. The customer tried to recover the drawer by rebooting it, but the issue still persists. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.